Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported that refill date was monday and she could not get into the healthcare provider until tuesday. The patient inquired if their therapy would last until then. The patient also stated she heard her pump alarm in the past, it occurred a few years ago. No patient symptoms and no further complications were reported or anticipated regarding the event.